Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Investigation was not possible since there was no data available in data management system (dms) investigation as patient did not want to sync their data. Since there was no data available, the reported event could not be confirmed, and no further investigation could be performed.

Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event and complained of not high measuring difference values. The sensor glucose (sg) reading was 75 mg/dl where as the blood glucose was 26 mg/dl. No low glucose alerts were asserted as system displayed normal values. Patient did not require any medical attention or intervention and was able to resolve the problem by intaking glucose.